Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was dimmer than usual and was difficult to read. Blood glucose level at the time of the incident was not provided. During troubleshooting, customer stated that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for back light anomaly, display anomaly, dimmer screen and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement test due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. The insulin pump received without the original insulin pump belt clip. Unable to verify for belt clip damage.